Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information reported that the device was never recovered out of overdischarge. This was stated to be the reason for replacement. The symptoms reported were lack of stimulation. No print-outs were available. It was thought that the device was in continuous mode.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that an overdischarge (od) was suspected. The last successful recharging session was 3 weeks ago. The patients back was feeling better so he decided not to charge it. The patient noted coupling/communication issues. The patient kept getting the screen ¿incorrect button has been pressed.¿ the patient was unable to get to the regular recharging screen even after attempts of the antenna locate. It was further reported that the patients battery was replaced, stated to be due to normal battery depletion. The reason for the replacement was unknown, as the battery had not reached the expected 9 year mark. It was unknown if there were other overdischarges. Additional information was requested, if received a follow up report will be sent.